Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ needle insulin syringe had a cracked syringe barrel that led to a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Investigation summary: customer returned (1) loose 1cc syringe. Customer states that medication leaked out because the barrel was cracked. The returned syringe was examined and it exhibited a cracked barrel. A review of the device history record was completed for batch # 7121823. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200695613] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage and barrel damaged/cracked on lot # 7121823. Sample was forwarded to manufacturing (holdrege) on 31 august 2018 for further review. On 11sep2018, holdrege received one (1) 1ml, 12.7mm syringe from reported batch# 7121823. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause, given the severity of the damage to the syringe, is likely to be a jaw jam on the ffs (form fill & seal) equipment. When this occurs, any portion or component of the syringe may be impacted, and the resulting device is generally rendered inoperable, such as is noted with this returned sample. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - cracked barrel. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported that bd ultra-fine¿ needle insulin syringe had a cracked syringe barrel that led to a leak. No serious injury or medical intervention was reported.